Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected: a clear liquid was noted inside the valve. No defects were noted. The valve was tested for programming. The valve passed the test. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-3844 with lot ckcdjc, conformed to the specifications when released to stock on the 25th march 2009. The device functioned correctly and the problem reported by the customer could not be duplicated in the laboratory setting and functioned as expected. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
In (B)(6) 2009, the device was implanted via v-p shunt to the patient ((B)(6)). The initial setting pressure is unknown. After implantation, the surgeon tried to change to the higher pressure by the programmer, but could not reprogram over 110mmh2o. The pressure was set at 200mmh2o by using neodymium, however, over drainage was noted with the patient for a while. Since the patient¿s condition did not improve, the surgeon suspected the dysfunction of the device and conducted a revision surgery on (B)(6), 2014. The device was replaced by 82-3842 at 150mmh2o. After the revision, the patient¿s condition became stable.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.